Event description:
When the oxygenator was placed in the new extracorporeal membrane oxygenation (ECMO) circuit, it appears to be made backward with the arterial connections on the venous side and the venous connections on the arterial side. The primer turned the oxygenator around and all connections fit. If there was anything made in a backward manner inside the oxygenator, it is possible when the cap was removed, to let out any trapped air during an actual ECMO run. There could be massive bleeding due to the lack of a semipermeable membrane on the inside behind this port. Without knowing if the inside was correct or incorrect, we removed the oxygenator from the circuit. We replaced it with one of the same lot number that appears to be made correctly. We do not have any additional oxygenators to use that are a different lot number and immediately available. The company rep was called and he was on vacation. Another rep spoke to our staff who initially thought we were just using the device incorrectly and then received a picture of the defect.